Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
As reported, approximately 15 years post the initial left total knee arthroplasty, the patient was complaining of pain in the office and was revised. The femur, stem, patella and liner were removed. Images provided appear to show an issue with the patella. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: b, c, d the revision reported was likely the result of prosthesis wear leading to insert cracking after being implanted for more than 14 years. Additional reasons for the reported revision may be inclusion of the polyethylene in the packaging recall, the presence of pain, or the alleged joint instability. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.